Event description:
It was reported that prior to surgery the device was sticky and unclean. There was no patient involvement. During product evaluation it was found that there was white debris inside the packaging. Due diligence is complete and there is no additional information available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). The device was returned opened but unused in the sterile packaging. Visual examination of the returned product/provided pictures confirmed a flaky white debris on the tubing of the device. The product did not feel or appear sticky. The packaging does not meet the acceptance criteria per 8.400 zpo ¿ packaging materials inspection. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to a manufacturing issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. E1 telephone number: (B)(6). G2 country: japan.